Event description:
It was reported the devices were used during a whipple procedure. The rep was present for during the anastomotic portion of the procedure. The procedure was reportedly uneventful. It was reported the tlc75 and ecs25 fired fine, the staples were fine, and anastomoses were fine during the procedure. A ussc pursestring device was also used during the case in conjunction with placement of the anvil into the stomach. The anastomosis was topped off with tx60b which also reportedly fired without difficulty. Rep not sure if md checked internal part of the anastomosis. Rep is also not sure surgeon checked donuts. Rep was paged at 1906 on the same day of the surgery from hospital. The surgeon asked the rep to come in as pt was being re-op'ed for bleeding. When rep arrived, the surgeon was "scrubbing out." The surgeon told the rep the bleeding reportedly came from 2 different points on the circular stapler line from the inside of the stomach. These points were opposite each other according to surgeon. Rep responded to surgeon upon inquiry that stomach is very vascular and rep recommended oversewing. Rep stated that the staples are not guaranteed for 100% hemostasis.

Manufacturer narrative:
F2: received mandatory medwatch from the user facility, 100038-1997-15.